Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that the surgeon was extracting the broach from the femur when the strike plate broke off. There was no impact to the surgery or patient.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated against the complaint. Visual inspection of the product confirmed that the strike plate has fractured off of the handle body. Strike marks could be observed on the handle body near the weld and on both sides of the strike plate. The failure mode determined in the investigation was a tensile overload failure of the welded strike plate. Sem analysis of the returned product determined this root cause to be consistent with this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated against the complaint. Visual inspection of the product confirmed that the strike plate has fractured off of the handle body. Strike marks could be observed on the handle body near the weld and on both sides of the strike plate. The failure mode determined in the investigation was a tensile overload failure of the welded strike plate. Sem analysis of the returned product determined this root cause to be consistent with this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.